Event description:
A report was received that the patient was experiencing loss of stimulation, pocket pain and the ipg was starting to protrude. The physician decided to explant the patient's scs system to perform an MRI to assess the patient's new pain complaint. The ipg was superficial and the physician also wanted to explant due to the patient's need for an MRI. The physician explanted the entire scs system and the patient was reportedly doing fine.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.